Event description:
The customer reported a dark image displayed when moving from ap to lateral.

Manufacturer narrative:
The ge service rep could not duplicate dark images. No problem was found with the system.